Event description:
(B)(6) gestation infant born with meconium in amnionic fluid. Baby required resuscitation for respiratory failure and was intubated. Use of resuscitation bag did not produce chest rise/fall. Usual troubleshooting measures implemented. Pop-off lever switched to high pressure with resultant chest rise. Connected bag to manometer on radiant warmer. Infant required 34-36 cm h2o pressure. Pop-off level returned to original position (40 cm h20). Per manometer, bag was popping off at 30 cm h20. This was not enough pressure for the baby, so bag was replaced.